Manufacturer narrative:
Patient samples were not available from the customer for testing. Three (B)(6) specimens have been tested, with a retained sample of reagent lot 20072li00 showing normal performance without (B)(6) results. Panels are internal measurement standards used to test product performance prior to lot release. Since the (B)(6) panels are used in this evaluation as replacement of low running positive patient specimens the primary objective is to obtain a reactive result, which was successfully demonstrated with all three panels. In addition two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016) were tested using reagent lot 20072li00 to assess the clinical sensitivity of the reagent lot. The obtained results were compared with architect hiv ag/ab combo test data from the manufacturer (zeptometrix) for these seroconversion panels. For both panels, reagent lot 20072li00 detected the same bleeds as reactive with comparable s/co values as the data from the manufacturer. Note: since reagent lot 13037li00 expired october 2012, no testing of this lot was performed. Complaint records for reagent lot 13037li00 and 20072li00 were reviewed. This review did not identify any problems relating to the customer observation. Additionally, the performance was investigated by completing a review of manufacturing and testing records for the lots. This review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. Review of the product labeling concluded that the issue is sufficiently addressed. Based on our investigation, it was concluded that the architect hiv ag/ab combo reagent lots identified in the customer complaint are performing acceptably. It is unknown why the customer observed this issue, however, according to the data provided, there is a possibility that both patients were indeed (B)(6). This report is being filed on an international product (catalog #04j27) that has a similar product distributed in the u.s. (Catalog #02p36). (B)(4).

Event description:
The customer stated that potentially (B)(6) architect hiv ag/ab combo results were generated for two patients. This emdr is being submitted for patient #2 ((B)(6)) for reagent lot 13037li00. Patient #2 was tested on (B)(6) 2012 and produced (B)(6) results as it resulted (B)(6) with the architect hiv ag/ab combo assay ((B)(6) with reagent lot 13037li00) and (B)(6) with (B)(6) rna testing, but (B)(6) with two elisa assays. Western blot testing resulted (B)(6) by the customer, but (B)(6) when performed in a different laboratory. A second sample from this patient tested on (b)(60 2012 resulted (B)(6) with the architect hiv ag/ab combo assay ((B)(6) with reagent lot 20072li00). No impact to patient management was reported.